Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented remotely via merlin.net transmission with an alert and then patient came into clinic for a follow up, lead noise, loss of capture and sensing was observed on the lead. Patient had chest pain as well and upon an echo observation lead was perforated through the rv apex of the myocardium with small pericardial effusion. Lead was explanted and a new lead was implanted. No further information available.